Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on the right atrial lead and right ventricular (rv) lead. Low p and r wave measurements were also noted. The rv lead was reprogrammed, both leads remain in use. No patient complications have been reported as a result of this event.